Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was severed at approximately 80 mm from the terminal end and was returned in two segments. The helix was retracted and dried blood/body fluid was present around the helix. Resistance testing found the proximal segment was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located distal to the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the high pacing impedance measurements observed during the implant procedure.

Event description:
It was reported that during the implant procedure, the helix on this right ventricular (rv) lead did not extend after 16 turns of the fixation tool. The physician manipulated the stylet, then continued to turn the fixation tool while watching under imaging, but at 25 turns the helix was still not extended. Lead measurements were taken and the pacing impedance was found to be high, out of range at greater than 3000 ohms. This lead was removed and a new lead of the same model was used to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, the helix on this right ventricular (rv) lead did not extend after 16 turns of the fixation tool. The physician manipulated the stylet, then continued to turn the fixation tool while watching under imaging, but at 25 turns the helix was still not extended. Lead measurements were taken and the pacing impedance was found to be high, out of range at greater than 3000 ohms. This lead was removed and a new lead of the same model was used to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.